Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported leak could not be determined. Possible factors that may contribute to leaks include, but are not limited to, manufacturing, damage to the sidearm/inflation lumen, damage to the balloon or loose connections. In this case, a conclusive cause for the reported complaint could not be determine since the device was not returned for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a moderately calcified and tortuous lesion in the superficial femoral artery (sfa). After a 6x150mm armada 35 balloon dilatation was prepped per the instructions for use (IFU), it was advanced to the lesion over a .035 wire; however, during its first inflation attempt to nominal pressure a leak was noted at the hub. The device was removed and replaced with a 6x120mm armada and the procedure was completed. There were no adverse patient effects nor clinically significant delays. No additional information was provided,